Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the proximal clevis was broken at the main tube connection. An area approximately 0.36 x 0.13 had broken off the clevis. Engineering concluded that the damage was likely due to excess force applied to the cautery hook and clevis. The instruments and accessories user manual specifically states: - proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci si myomectomy procedure, upon inspection of the permanent cautery hook (pch) instrument prior to use, the scrub technician found that a notch from the instrument joint that meets the instrument shaft was missing. The scrub technician informed the surgeon and the bedside surgeon assistant that the pch instrument had a missing piece, however, the surgeon made the decision to use the instrument. Upon insertion of the instrument into the cannula, a fragment from the instrument shaft was observed to be dangling from the instrument and a piece broke off and fell into the patient. The instrument fragment was retrieved, however, the surgeon continued to use the instrument in its damaged condition, until the surgical team insisted that the instrument be removed. It was indeterminable if any other material from the instrument shaft fell into the patient. No patient harm, injury or adverse outcome was reported.